Manufacturer narrative:
This MFR# 9616656-2019-01055 was listed under the wrong business and is a duplicate of MFR# 9616656-2019-01052. As a result MFR# 9616656-2019-01055 is null and void as this complaint will be canceled.

Event description:
It was reported that before use of the bd pen ndl 32g 4mm hp there were ten defective needles. The following information was provided by the initial reporter, translated from french to english: the customer received a box with 10 defective needles of part number 320562 lot number 8282613.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd pen ndl 32g 4mm hp there were ten defective needles. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer received a box with 10 defective needles of part number 320562 lot number 8282613.